Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. It is concluded that the injury sustained by the patient was caused by contact between the patient¿s hip and the bore covers. Factors which contributed and made the injury progress to a large burn: the thermoregulation of obese patients and patients who are hypertensive is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient wore polypropylene clothing which may hinder the heat dissipation. No padding was used to avoid body-to-bore contact. No padding was used to avoid skin-to-skin contact. The ventilation was on level 3. Level 5 is recommended for high sar scans, it support the cool down mechanism.

Event description:
Philips received a report from a customer that a female patient sustained a blister of approximately 4x8 cm on the left hip. Just before the patient had had a lumbar examination on an ingenia 3.0t.